Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gynecology procedure, while the surgeon trying to removed the specimen, the device bag tore and the specimen fell into the patient cavity. They were able to removed the specimen using another retrieval bag, there was no patient injury.